Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: the product was returned to cook on (B)(4), 2011. The product is in the process of being returned to the approved forceps supplier for eval. A f/u MDR will be submitted within 30 days of receiving the results of the supplier eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook captura biopsy forceps without spike. The physician attempted twice to get a bite of the mucosa but the forceps wouldn't cut. The physician almost made a perforation of the colon. Another forceps was used and the procedure was completed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.